Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 44 mg/dl. The customer was treated for the low blood glucose with milk and peanut butter. The customer stated they started taking zoloft which may affect their blood glucose. The customer declined troubleshooting the low blood glucose. The customer was assisted with the basal programing. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.